Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The control board cables were cleaned and reseated to resolve the issue. Block a: no report of patient involvement. Legal manufacturer: hcs madison 3030 ohmeda dr, USA, madison, wi. 53718.

Event description:
It was reported that there was a malfunction resulting in an error that results in a loss of mechanical ventilation. There was no patient involvement.